Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up information was received from the rep reporting that they believed that the short was due to the battery replacement. The rep reported that there was no short when impedances were taken before the procedure, but there was after the procedure. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Device code (B)(4) was added in error. Code (B)(4) has replaced it. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for parkinson¿s dual and movement disorders. A short of 237 ohms on electrode pair c/0 was observed on the right side during an impedance test after a bilateral ins replacement. The surgeon elected not to re-open the patient and noted they would monitor it. It was noted a short would disperse energy uncontrollably, so programming around it was not an option. The issue was not resolved at the time of this report. No medical symptoms were reported. No further complications are anticipated.